Event description:
Healthcare professional has reported left side " rupture, extracapsular silicon diffusion, folds, wave and rotation, capsular contracture baker grade I and pain." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, extracapsular silicon diffusion, folds, wave and rotation, capsular contracture baker grade I and pain.